Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "didn't last long" and the patient "got their heart shocked which "screwed up" the device after developing atrial fibrillation (af). The patient also reported it was determined their device "wasn't working". The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.